Manufacturer narrative:
The customer stated that on (B)(4) 2008, the pt's spo2 measurement went below set limits and the mp70 did not alarm. A philips clinical specialist (cs) visited the site on (b)(6 2008, and stated that the bedside monitors in the nicu unit were networked for auto-alarm notification for red alarms. During the visit, the cs noticed that many alarms in the nicu were alarming and not being silenced (addressed) by nursing. She stated that at the time of her visit, 9 out of 16 monitors were alarming simultaneously with no attention from the nursing staff. The cs checked the monitor's configuration and indicated that it was set at 20 seconds alarm delay. The cs explained to the user that if they wanted faster alarm response they should modify the alarm configuration in order to shorten the delay time. The info provided by the hospital does not support that a product malfunction had taken place. Based on the available info, and since no service order was created for this issue, we will consider that the monitor configuration was modified per customer preferences resolving the situation. In addition, the available info does not support that a malfunction had occurred. A trending query did not indicate any systemic issue. No further info or action warranted. (B)(4).

Event description:
The customer stated that on (b)(6 2008, a pt's spo2 measurement went below set limits and the mp70 did not alarm.